Event description:
Rv tip to rv coil impedance of 0 ohms (historical) possible intermittent under/oversensing on stored atrial egms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).